Event description:
The customer reported image quality issues. A paralex was seen on tib/fib images. There was time lagging in producing a usable image after the x-ray button is pressed. No pt was injured.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.